Event description:
It was reported that during a follow up in clinic, a marker anomaly was observed during diagnostic testing and pacemaker mediated tachycardia was noted on the device. Abbott technical support was contacted, the session records were analyzed, and the marker anomaly was suspected to be due to disturbed telemetry. No intervention has been performed at this time. The patient was in stable condition.